Event description:
Customer reported that "inserted in the basic vein right without problem. The x-rays performed for checking, evidences insertion too deep. They pull in the catheter for 3 cm and at the new x-rays discover rupture of the catheter at 5 cm. By the tip. The day after remove the device with success".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, one-lumen PICC for analysis. The catheter body was intentionally severed distal to the 30/25 mark. The severed portion was not returned for analysis. Visual analysis revealed no obvious defects or anomalies on the catheter body. After functional testing the hole in the catheter body was found and microscopic examination confirmed the rupture. The catheter extrusion around the area of the rupture appeared stretched and slightly ballooned indicating that excessive pressure caused or contributed to this event. Two kinks were also observed in the catheter body near the rupture. The catheter body length from the juncture hub to the distal end measured 269mm, which indicates that at least 282.6mm of the catheter was severed and not returned by the customer per the catheter graphic. The catheter body outer diameter measured 0.0555", which is within the specification limits of 0.054-0.057" per the catheter extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to inject the single lumen. When injecting water through the lumen, it was found that the catheter was blocked with biological matter. A swg was used to try to unblock the catheter and it was found that the catheter was blocked in two places, just proximal to the juncture hub and 57mm distal to the juncture hub. A lab inventory syringe and wire were used to remove both blockages. Again, a lab inventory syringe was used to inject water into the lumen while the distal end of the catheter body was occluded; no leak was found in the catheter body. The ruptured part could have been on the segment of catheter body that wasn't returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit indicates that "do not exceed the maximum pressure of 300 psi on power injector equipment to reduce risk of catheter failure and/or tip displacement. Do not exceed 5 injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to reduce risk of catheter failure and/or tip displacement." The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Finally, the IFU cautions, "pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The report of a ruptured catheter body was not able to be confirmed during complaint investigation. The catheter met all relevant dimensional requirement, and a device history record review did not reveal any relevant findings. Based on the report of the rupture happening near the catheter tip, the rupture was most-likely in the segment of the catheter that wasn't returned. The root cause could not be determined without the remaining portion of the catheter body returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). The device (EU-25541-hp) is not sold in the us. Similar device/component sold in the us.

Event description:
Customer reported that "inserted in the basic vein right without problem. The x-rays performed for checking, evidences insertion too deep. They pull in the catheter for 3 cm and at the new x-rays discover rupture of the catheter at 5 cm. By the tip. The day after remove the device with success".